Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The hospital was being managed by a third-party repair company and had not reported the problem to the manufacturer. For privacy reasons, the user stated they cannot provide further information. A service fee quote has been provided to the third-party company, but it has not yet been confirmed. As of now no repair information is available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction. No harm/injury has been reported.